Manufacturer narrative:
The received device had the cannula assembly deployed. Corrosion was noted on the linkage assembly and mechanism spring. A leak test found fluid exit through a hole in the unexposed portion of the soft cannula. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. During manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 350 mg/dl, while wearing the pod on the arm between 4 and 24 hours. Corrections were administered using the pod (total of 9 units) but the bg levels did not decrease. Manual insulin injections of 8 and 12 units were used to treat the hyperglycemia and a new pod was applied. The patient's blood glucose history is as follows: time: bg (mg/dl): (B)(6) 2020 8:52, 250; 9:23, 267; 9:53, 277; 10:14, 290; 11:00, 350; 12:00, 350; manual injection, 19:00, 219 changed pod; 19:36, 225.